Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An increase in pacing impedance and an increased capture threshold on the right ventricular (rv) lead were noted. Diagnostic imaging revealed no lead anomalies. The lead was capped and replaced, and the patient was stable with no adverse consequences.